Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 40 mg/dl; due to continuous glucose monitor (cgm) values not populating. Customer addressed bg level by consuming carbohydrates. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.